Event description:
Customer reported a run-out of the precision drill and a broken iso connection of the driver, leading to the implant falling off the instrument - call with the customer: the operation was successfully completed. Occurrence date of incident clarified by call (10-mar-2026). All three parts are available.

Manufacturer narrative:
Dentsply sirona became aware of a malfunction for same/similar devices that could have possibly caused or contributed to a serious injury. Product return is requested, and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.